Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00131. (B)(6). The device was manufactured between 12oct2018 and 16oct2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the white luer of the device was cracked. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the luer connector of a large volume infusor appeared cracked. The event occurred during patient infusion with 5fu in 240ml of 0.9% normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.